Event description:
Implanted with essure (B)(6) 2010. Had hsg confirmation test (B)(6) 2010 which confirmed tubes were 100% blocked. Became pregnant in (B)(6) 2011. Experienced many problems during pregnancy and was hospitalized with pre-term labor 3 times.